Event description:
Complainant alleged that the medics were defibrillating a pt (age and gender unknown). The first and second shocks were administered successfully, but when the third shock was administered, the pads arced from one pad to the other and the pt received a burn. Please reference medwatch reports which document three similar but different event that occurred at this same facility. The customer returned two sets of used pads from this event and the event that was documented on medwatch report number 1220908-2000-01282. The customer indicated that the lot number from one of the two sets of returned pads was 2700a. The lot number from the other set of electrodes was unknown. These electrodes were returned together without the packaging and it was impossible for zoll to be able to identify the electrodes from lot number 2700a. The MFR date of lot number 2700a was 07/2000. This lot number has an expiration date of 07/01/2001.